Event description:
It was reported that a vns patient's device was found to have a lead break and would likely have full revision surgery. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.